Event description:
This patient was enrolled on the (B)(6) clinical trial, and was randomized to the hydrogel embolic system treatment arm. The patient is (B)(6) old female who presented with an unruptured aneurysm located in the left middle cerebral artery. The patient's aneurysm was coiled on (B)(6) 2013 and became extubated post procedure and went to the recovery room. In recovery room, the patient became apneic and needed to be reintubated. Narcan was given. Patient returned to consciousness. Patient was able to be extubated later the same evening. The sae was reported because the event resulted in medical or surgical intervention to prevent further permanent impairment to body structure or body function.